Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has some access to sound with the device. It is not known if the patient experienced degradation in hearing because the patient can not describe her hearing experience due to age and mental disability. No trauma was reported. The patient was treated with a topical corticosteroid for swelling at the implant site.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Patient has been re-mapped. Device remains implanted.

Event description:
In situ measurements show affected channels. The patient was treated with a topical corticosteroid as the clinic suspected she might have slight swelling at the implant site. No trauma was reported. Additionally, there was no skin irritation or injury at the magnet site. The patient has access to sound with the device. It is unknown if the patient experienced degradation in hearing with the device.